Manufacturer narrative:
Concomitant product(s): product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3998, lot# va0c085, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The company representative reported high impedances on 6 of 8 electrodes. Impedances were checked and were greater than 40000 ohms and 89 were in 30000 ohms. The patient fell while in the shower and blacked out. After the patient fell, he stopped getting therapy and stimulation from the implantable neurostimulator (ins) which led to the patient stop charging. The patient had a return of complex regional pain syndrome (crps) symptoms in his right hand. The rep. Was able to program the patient with electrodes 89 and the patient was getting good therapy from the ins. It was noted that the patient's device was implanted in his chest and he manipulated/adjusted the ins regularly and this could have an effect on the lead/extension integrity. The representative reviewed with the patient that the system may need to be revised in the future to fix the impedance issues. A revision was not planned at the time of this report. The indication for use was spinal.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The company representative reported a confirmed overdischarge. The last successful recharge was about a month ago and the patient could not recharge the device. The stimulation stopped working so the patient stopped charging the device. Their recharger was showing the reposition antenna screen. They tried using the programmer with and without the antenna and they were getting the poor communication screen. The patient noticed that he couldn't communicate with the ins. The representative met with the patient and was able to pull the implantable neurostimulator (ins) out of overdischarge.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the battery had reduced capacity due to overdischarge. Analysis of the lead (lot # va0c085) found that the lead¿s distal end conductors were broken 3.6 centimeters from the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.